Event description:
Voluntary medwatch form received via cdrh reporting an adverse event. The report states: "pt was on a morphine pca pump for pain management. It was programmed correctly. However, family members bolused the pt repeatedly (the rn was unaware). The pt ended up coding secondary to too much narcotic. Perhaps the MFR should devise a "warning sticker" that pump is intended to be operated by the pt or medical staff only." According to the customer contact, the event took place last fall, but the specific day/month is unknown. The pump serial number is unknown. "There was no pump malfunction or programming error. The pt coded because the family member was initiating the bolus doses. The intent was to maintain the pt's comfort level." There was no info available related to the pt's level of consciousness or respiratory status at the time of the event. Narcan ivp was administered (dosage and frequency unknown) and the narcotized state was reversed. The pt fully recovered. Though requested, there was no add'l info available.